Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum amputation procedure, hand activation on the device did not function correctly. The footswitch was used and the instrument worked correctly. There was no adverse pt consequence.